Event description:
Device 1 of 2. Reference MFR. Report#:3006705815-2019-00543.

Event description:
Device 1 of 2. Reference MFR. Report#:3006705815-2019-00543.

Event description:
Device 1 of 2. Reference MFR. Report#:3006705815-2019-00543. It was reported the physician was unable to place the lead due to the patient's anatomy. As such, the procedure was abandoned.